Event description:
It was reported that the touch pen was not accurate and not functioning with the programmer screen, as the curser was not affected by the touch pen. The touch pen was replaced, but the issue remained. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the touchscreen was replaced.